Event description:
This patient underwent an MRI of her cervical spine earlier this year using the ge 3telsa magnet (MRI). The patient claimed she had no hearing issues prior to the exam, but after the exam she claims she sustained immediate ringing in her ears and hearing loss which did not resolve. The patient claimed her hearing loss was substantiated by an ent physician.